Manufacturer narrative:
The risk of access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention are listed in the IFU as possible adverse events. There was no clinical harm beyond minor blood loss during the operation and inconvenience for the user. Risk documentation was reviewed and determined this type of incident is a known risk. The occurrence rate falls within risk documentation's accepted occurrence rate limits. The document history record was reviewed and showed no indication that the handle devices did not meet specifications. The root cause of the tamper tube not exiting the delivery system is likely due to close to tolerance levels between the delivery system tubing and the tamper tube. A design change was implemented to increase this tolerance since the release of this lot. The design change reduces the failure from occurring when the device is not deployed per instructions of use which exacerbated the tolerance level issues.

Manufacturer narrative:
This complaint is being reported because there has been a malfunction that resulted in a previous MDR. There was no adverse event to the patient related to this malfunction. The device will be examined once it is returned. An investigation has been opened to review device history record and risk documentation.

Event description:
It was reported that a manta 14f vascular closure device was used to close an access for a leadless pacemaker placement on (B)(6) 2019. The vessel depth was measured at 2.5cm. The time of this case was extended due to the fact that the tip of the leadless pacemaker detached and needed to be retrieved from the left ventricle. This did not result in any consequence to the patient, or to the deployment of the manta. It was reported that the lock advancement tube failed to advance from the device, "stayed fixed within the manata sheath." The physician was able to use surgical scissors to slide the radiopaque lock into place, pushing the collagen with it. Hemostasis was said to be achieved. This complaint is being reported because there has been a malfunction that resulted in a previous MDR. There was no adverse event to the patient related to this malfunction.